Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the air regulator was replaced to resolve the issue, for 1 event the expiratory valve membrane was replaced to resolve the issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1505-9000-000 critical care ventilator experienced increase in pressure. 1 event was reported for a malfunction causing excessive sustained pressure in the patient circuit, and 1 event reported for an over pressure valve failure. These reports were received from various sources. Of the 2 events, 1 did not involve patients, and 1 did involve a patient. There was no patient information available.